Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #: 2024-26917-01 it should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist. Available information suggests imaging quality issues and operational context likely contributed to the event. Per event description, the perceived root cause of the event was imaging and inadequate view in transgastric that may have led to grasping nearby the septal indentation. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. On pod #40, a single leaflet device attachment (slda) was detected. During procedure there was difficult imaging. As per medical opinion, the perceived root cause of the event was imaging and inadequate view in transgastric that may have led to grasping nearby the septal indentation. Clinical specialist received a notice from the physician that there was a potential tear in the septal leaflet. However, after looking at post-procedure imaging a late slda with septal leaflet detached was observed, as evaluated by the edwards screening team while performing the screening for a potential reintervention with pascal. Baseline tricuspid regurgitation was grade 4+, post-procedure grade 2+ and after slda grade 4+. As per latest information, the patient was in stable condition at home with no intention to treat surgically.